Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied to the pulmonary vessel on an open right middle lobectomy, the reload would not fire when he pushed the green button. The surgeon was not able to squeeze the handle. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The proximal end of the firing rod was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the bent instrument firing rod may occur due to excess lateral force being applied to the shaft of the instrument. Damage to the firing rod may cause difficulty to load a single use loading unit onto the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.